Manufacturer narrative:
The pump passed the displacement test, rewind test, basic occlusion test and prime test. The motor position encoder error alarm was present in alarm history screen and constant motor error alarms during rewind due to corroded motor home switch noted. The device had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 132 mg/dl. The customer reported the presence of motor position encoder error alarm. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.